Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a patient of unknown age, gender, and ethnicity was implanted with an impella cp device for mechanical circulatory support. It was reported the patient experienced hemolysis in elevated plasma free hemoglobin in the last few days. The impella position was checked regularly and was reported to never be out of position. No treatment reported for hemolysis. The patient¿s condition deteriorated, and the patient expired due to multiple organ failure. Per medical safety officer review there is not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation of hemolysis has been completed. Data was not returned for review. Visual inspection found a clot around the impeller. No other issues with the pump. The pump was run under bench test and motor current spike of greater than 1400. A confirmed clot interaction. As per clinical information, the patient was bleeding and had poor prognosis leading to hemolysis and later continuous renal replacement therapy. The root cause of the hemolysis was most likely due to patient condition. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b.2 revised as incorrect selection was made on the initial manufacturer device report number 1220648-2024-13118. D.4 unique identifier (UDI) # was revised as entered incorrectly on the initial manufacturer device report number 1220648-2024-13118. E.1 facility name was revised since initial submission of manufacturer device report number 1220648-2024-13118 in accordance with updated procedures. H.6 code 4611 and 4755 were entered incorrectly on the initial manufacturer device report number 1220648-2024-13118. New codes were added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13118 in accordance with updated procedures.